Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation for several seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.